Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-514a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a procedure, at 217,253 joules;26:52 minutes of use, excessive fiber life was observed. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome "ok".